Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a very long post implant course and passed away on (B)(6) 2026 due to multiorgan failure. There was atrial fibrillation on (B)(6) 2026 with cardioversion x 3 all of which were unsuccessful. Noted to have ventricular tachycardia (vt) with shocks on (B)(6) 2026 and recurrence on (B)(6) 2026 that was treated with amiodarone bolus and drip. On (B)(6) 2026 the patient grew positive blood cultures for yeast and positive respiratory culture for pseudomonas aeruginosa. The patient also underwent tracheostomy and continuous renal replacement therapy (crrt) for ongoing acute kidney injury (aki) due to low cardiac output. It was noted the patient suffered from acute metabolic encephalopathy likely due to critical illness and multiorgan dysfunction. On (B)(6) 2026, the family ultimately transitioned the patient to comfort care and passed away on (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A specific cause for the reported infections could not be conclusively determined. Requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists death, cardiac arrhythmia, and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, hepatic dysfunction, and other neurological events (not stroke related)) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. A, contains several sections with information about how to prevent and control infection. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.